Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue was caused by a communications problem where the device was unable to send a signal to the generator properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the power seal displayed an incomplete seal error multiple times during a therapeutic laparoscopic cholecystectomy. There were no reports of patient harm and the procedure was completed with an olympus back-up device.